Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (serial sample 1 result = 0.077, serial sample 2 result = 0.169 vs. An expected result < 0.012 ng/ml ) from two serial samples of a single patient processed on the vitros eci system. The affected result from serial sample 1 was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, a corrected report was issued to the physician. No treatment was given, changed, or withheld based on the affected result for serial sample 1. The affected serial sample 2 result was not reported. The affected samples were identified when patient serial sample results were compared with the delta check process. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros trop I es patient results were obtained from two serial samples of a single patient while using the vitros eci system. There is no evidence to suggest that a reagent related issue contributed to the event. An ocd filed engineer performed service actions to the lift pin motor to obtain acceptable performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue or an analyzer related issue cannot be ruled out as contributing factors.